Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to incorrect placement of the device.

Manufacturer narrative:
This report is filed on july 21, 2017.